Manufacturer narrative:
Correction: date of event, concomitant med prod data, describe event or problem annex a: a1407, annex b: b21, annex c: c21, annex d: d16, annex g: g04105. Additional information: annex a: a25, annex b: b24, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device under infusing platelets was not identified during a review of the device logs. A review of the pump module error log showed no errors. A review of the concomitant pcu event log showed that on (B)(6) 2024, at 4:34 pm, the suspect pump module was attached to concomitant pcu s/n (B)(6) and was assigned to channel c. At 9:17 pm the device was selected, and an infusion was programmed with a drugid=506 (platelets allegedly) , a volume to be infused (vtbi) of 237 ml, duration of four (4) hours (calculated rate of 59.25 ml/h), which was observed to be the incident infusion. Primary volume infused (pvi) and secondary volume infused (svi) were noted as 0 ml at the start of the infusion at 9:17 pm the user selected the unit and updated the vtbi to 175 ml (expected duration of three (3) hours). The unit alarmed ¿infusion completed¿ on (B)(6) 2024 12:15 am and the user selected the unit shortly after and updated the vtbi to 30 ml. At 12:25 am the user selected the unit and updated the vtbi to 30 ml. At 12:43 am the user updated the vtbi to 90 ml and the rate to 90 ml/h. At 1:43 am the unit alarmed infusion complete. Pvi=290.283 ml testing of the devices could not be performed due to no devices being returned for investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device under-infusing platelets could not be identified from a review of the logs alone, and no fault was found that could have attributed to the reported incident. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the nurse claims to have had the roller clamp engaged and the pump never alarmed when infusion started. They had had five separate events like this happen since we launched our new fleet in (B)(6) 2024. They are hoping to get some insight or explanations. There was patient involvement but no harm. Bd later learned through due diligence the following information: the date of event was (B)(6) 2024 "after double checking platelets, rn delegated another rn to start transfusion. The platelets were started at 2130 and ordered to run over 4hours. At 0100 platelets rang off "infusion complete". Rn was checking bag to see how much was left to add more volume to the infusion and noted that the bag looked very full. Rn was concerned that the platelets would not be finished before they expire at 0130 due to how much volume was left in the bag. Bsi came to assess and was also very confused on why there was so much volume left. We traced the line to troubleshoot and realized the patient's lumen on his central line was clamped. However, the platelets were "infusing" for 3.5 hours at this point and the IV pump did not alarm occluded one time or give any other alarms indicating that the infusion was not running. Also, the volume and the time left was going down on the pump as if it was actually infusing. Charge nurse and provider notified, and new platelets ordered." The customer later added that they do not believe that the event was not the fault of the device.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the nurse claims to have had the roller clamp engaged and the pump never alarmed when infusion started. They had had five separate events like this happen since we launched our new fleet in (B)(6) 2024. They are hoping to get some insight or explanations. There was patient involvement but no harm. Bd later learned through due diligence the following information: the date of event was (B)(6) 2024 "after double checking platelets, rn delegated another rn to start transfusion. The platelets were started at 2130 and ordered to run over 4hours. At 0100 platelets rang off "infusion complete". Rn was checking bag to see how much was left to add more volume to the infusion and noted that the bag looked very full. Rn was concerned that the platelets would not be finished before they expire at 0130 due to how much volume was left in the bag. Bsi came to assess and was also very confused on why there was so much volume left. We traced the line to troubleshoot and realized the patient's lumen on his central line was clamped. However, the platelets were "infusing" for 3.5 hours at this point and the IV pump did not alarm occluded one time or give any other alarms indicating that the infusion was not running. Also, the volume and the time left was going down on the pump as if it was actually infusing. Charge nurse and provider notified, and new platelets ordered."